Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a power error alarm. Customer's blood glucose was 7.1 mmol/l. Customer was advised that power source was unable to charge. After troubleshooting, it was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed the self -test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Detailed trace analysis shows that pump alarmed low battery and then power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance at electronic board. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on electronic board. The insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, stained serial number label, pillowing keypad overlay, and minor scratched lcd window.